Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 145 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will not returned device for analysis.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures error alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. No inter processor communication error noted during testing and was not found in the formatted history file. Inter processor communication error not confirmed